Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally requested a bolus for 4 units instead of the intended 0.4 units. Additionally, the customer reported on occasion pressing the delete button instead of the "9" on the bolus screen which caused part of the value that was entered into the bolus screen to be deleted. The customer does not deliver the unintended bolus requests, and resolves the issue by entering the desired value onto the bolus menu. There was no reported impact to the customer's blood glucose level.